Event description:
After changing purge cassette on impella vad, a leak was noted on connector of purge line and purge cassette. After consulting with abiomed, the manufacturer, cassette was changed again with no resolution in problem. Second recommendation from the manufacturer was to cut cassette off and splice line with 19-gauge needle. After performing this intervention, purge pressure and flow reestablished. Pump working correctly.